Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, contacted emergency services for assistance, attempted troubleshooting with a trainer including a factory reset, and subsequently discontinued pump use and requested a refund; the user also reported a single event in which the pump allegedly delivered approximately 20 units over a short period, though no corroborating data were available, and later data showed the pump was shut off and included multiple meal announcements used for correction during a prolonged hyperglycemic excursion. Symptoms included low blood glucose with a nadir of 44 mg/dl. Outcomes included self-management without hospitalization. Investigation included review of uploaded reports and internal case documentation. Investigation of this case revealed no device malfunction documented in available data, patterns of frequent corrective meal announcements during hyperglycemia, and adaptive insulin delivery that aligned with meal announcement inputs, with no records confirming an unintended bolus. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of objective evidence of a device failure and confounding user inputs.